Manufacturer narrative:
Event date is estimated. During processing of this complaint, attempts were made to obtain complete device information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
Related manufacturer report number: 1627487-2022-00957. It was reported the patient lost effective coverage due to their leads migrating. Surgical intervention is pending to address this issue.

Event description:
Additional information received reports that patient underwent surgical intervention in which their leads was explanted and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.